Event description:
It was reported that a cam02, inter-cranial pressure and temperature monitor had an error code c2041 appear on the monitor. The event occurred post craniotomy for a knife blade removal from a stab wound to the head (entering the left frontal lobe). The director of critical care could not find any documentation that the patient was injured due to equipment malfunction.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.